Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. Considering the surgical methodology, itwas seen that the dentist has selected an implant design which is notrecommended for the patient's bone quality.

Event description:
Rp 011801 - the dentist reported that after 3 months dental implant was installed in intraoral region 26#, its non-osseointegration was observed. In addition, the patient presented bone type iii.